Manufacturer narrative:
Sientra complaint (B)(4). Device evaluation: sientra received the suspected device from the customer and performed a failure analysis. No leaks detected; device passed leak detection test. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Tissue expander not filling correctly.